Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a sleeve procedure, the teflon pad on the grasping section of the device became damaged exposing metal. A probe damage error code (u504) was observed; however, there was no visual damage to the probe. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, updated the manufacture date and updates the lot number. The device was returned to olympus for evaluation. The evaluation was unable to confirm the user¿s report of teflon pad damage. A visual inspection on the received condition was performed on the device and there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to have normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device was attached to test usg-400/esg-400 and a probe check was performed and the device passed the probe check.